Event description:
Type 1 diabetic using dexcom g7 cgm connected to a tandem mobi insulin pump issue with g7 accuracy after dealing with dexcom multiple times over the past 6 months with extremely inaccurate readings well above the 30% inaccuracy threshold cgm reading were stating extreme low that stopped insulin delivery but blood sugars were well over 200 even after calibration¿s. This has happened too many times to count even with dexcom replacing the sensors I have now resorted to checking through finger sticks before every meal again which insurance won't pay for because dexcom stats they don't require calibrations never had issues with past dexcom 3 models only the g7.